Manufacturer narrative:
The customer reported an event while using the duo product, which contains two device units. Both devices were returned for evaluation. The customer identified, and reported the issue regarding one device only. The reported event was confirmed; device performance tests showed high impedance in the suspect device. Inspection of the device identified that the magnetic button edge abnormally pierced the pcb and was in contact with the inner copper foil. This contact caused a short circuit resulting in abnormal output. The investigation also identified that the electrode pads were used beyond the use-life. This type of event will continue to be monitored.

Event description:
Customer reported that when using of one of his devices in the duo he experienced a burning sensation; customer reported that he had not experienced this issue with the other unit in the duo. Customer reported that when he removed the electrode pad he observed two burn marks on his back. The customer reported that the burn did not require medical attention, and that he self-treated with lotion.